Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was 40 mg/dl. Customer was treated with orange juice and 6 (B)(6). Customer has been experiencing low blood glucose for the last hours and taking a couple of glucose tablets. Customer could not get glucose to rise. The emergency medical services was called and trying to do a finger stick right now and dropped down to 43 mg/dl and give her 2 teaspoons of honey and is now 45 mg/dl.